Event description:
Related manufacturer reference number: 2017865-2025-27622. It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right atrial (ra) and the right ventricular (rv) lead exhibited noise over-sensing. No intervention was performed. Patient condition was unknown.

Event description:
New information received notes that the patient's right ventricular lead exhibited far p-wave over-sensing.